Event description:
Reportedly, the aortic valve graft had been implanted on (B)(6)-2008. It was later explanted on (B)(6)-2009, due to pt developing endocarditis. The aortic valve graft was replaced with a homograft. No pt problems were reported as a result of this event. Doctor reported that the endocarditis was not valve related. Pt developed endocarditis so he had to replace the valve.

Manufacturer narrative:
Evaluation of returned aortic valve graft found the following: there was normal pannus growth on the cuff and conduit, but was not impinging on the pivot area or leaflets. The conduit was approx 1.5 inches in length. There were two holes in the conduit approx. 0.25 inch in diameter and 90 degrees from each other. The leaflets functioned normally. The pivot areas were clean. There were no defects, pits or fractures noted. The device history record for the valve was reviewed and it was confirmed that this valve met all specifications and passed all inspections prior to release.